Event description:
Surgery for laser ablation of granulation tissue above trach site using general anesthesia. Pt maintained with approximately 98% oxygen with 1-2% sevoflurane and an infusion of remifentanyl. Approximately 20 mins later surgeon perforated balloon cuff of endotracheal tube with laser. Staff went to get new tube. Surgeon continued to laser glottic structures for another 1-2 mins. Then noted smoke and a glow. Endotracheal tube immediately pulled out which was observed to be burning. A standard flexible endotracheal tube was inserted into airway, anesthesia switched to total intravenous anesthetic, then fiberoptic bronchoscopy performed. Appeared to be white area of the posterior tracheal wall approximately 1/3 of the diameter of tracheal wall, just below surgical site.